Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores under right and left electrodes. The patient's nurse reported that the patient has been bedridden for three weeks and also has skin issues on the buttocks. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the cardiologist did blood work and discontinued the lifevest. The nurses let the patient's skin breathe and applied bacitracin ointment. The sores have improved.